Event description:
Staff attempted to use the portable suction pump on a pt who had coded. It would not work. Staff immediately initiated use of the in room suction. It was found that the battery was dead due to the fact that the charger (plug in power supply) was damaged. Outlet pin had come loose from mount inside charger. Has since been repaired by the biomedical equipment technician. Pt did expire, but it was not due to this equipment problem.